Event description:
On (B)(6) 2011, pt had right breast reconstruction with expander. On (B)(6) 2011 2011 pt returned to surgery for failed right breast expander. Physician examined the failed expander and noted 4 holes present causing expander to fail. Company rep notified. New expander implanted.